Event description:
The pt was revised because the liner had significant wear.

Manufacturer narrative:
Examination was not possible, as the devices was not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since its release for distribution in 1990. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approx 16 yrs of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since april of 1999.